Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and capsular contracture, baker grade I. The device has been explanted.